Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle.

Event description:
On 09/20/2024, it was reported by a facility representative via phone that an ar-13995n scorpion¿ needle, and an ar-2600sbs-8 speedbridge¿ implant system broke. There was no additional information was provided, and additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.